Manufacturer narrative:
The lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the patient's eye, the haptic of an intraocular lens (iol) was not folded and it was sticking out (of the cartridge tip). Reportedly only the haptic touched the eye as the trailing haptic was stuck and the lens would not release from the delivery system. The surgeon decided not to proceed with the implantation and used another lens. No patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was stuck at the cartridge tube and tip. The leading haptic was observed not folded. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. A review of trending was conducted. Based on the trend identified for lead haptic not folded, a product deficiency has been identified. All pertinent information available to abbott medical optics has been submitted.